Manufacturer narrative:
Submit date: 11/01/2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze pad. The customer reports the gauze pulled apart and was not in good condition.

Manufacturer narrative:
There was no lot number provided with this complaint, therefore it was not possible to complete a review of the lot history. There were no samples submitted with this complaint. The reported condition could not be confirmed. Complaint shall be reopened if a sample is received. A product analysis could not be completed it is not possible to confirm if a failure contributed to the reportable event. The exact root cause of the reported condition could not be determined without an actual sample to examine. The most likely root cause is poor weaving that caused ends to be missing in the gauze. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, each lot is tested for loose threads/lint, raw edges and bad weave. A formal investigation action is not being taken to address this condition as it does not meet the criterial based on occurrence levels for formal corrective/preventative action. This information will be utilized for trending purposes to determine the need for corrective actions. If information is provided in the future, a supplemental report will be issued.